Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported that the device had performance pull off suture needle. It was received for analysis twenty-four unopened samples of product code vcp662, lot mmk265. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-85465 and 2210968-2019-85466. Analysis results have been included in the reports for each.

Event description:
It was reported that a patient underwent a l&d procedure on (B)(6) 2019 and suture was used. During the procedure, the suture popped off needle. It is unknown how the case was completed. There were no adverse patient consequences reported. No additional information was provided.